Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-08. H.6. Investigation summary: instrument sedi 40 00194 was returned to the manufacturer for service with respect to the reported defect ¿ noisy. The instrument was evaluated by visual examination and functional testing and it was found that the fan was noisy. The fan was replaced. After repair the instrument passed all further quality checks.

Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: "sedi works very loud, especially after it is turned on."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: "sedi works very loud, especially after it is turned on."